Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 3¿4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, the transseptal height was observed to be low. As a result, the steerable guide catheter (sgc) was retracted into the right atrium. A septal tear was subsequently noted, along with a right-to-left shunt. In response, the procedure was terminated, and the sgc was removed to prevent further injury. The patient was reported to be in stable condition. Post-procedure, the mr remained unchanged. There was no clinically significant delay reported.